Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (11) open 4mm, 32g pen needles without the tear drop label. Customer states that the non patient end is bent after placing onto the pen and there is no insulin flow during injection. All returned pen needles were examined and 7 out of 11 samples exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320555, batch no. 8227650. It was reported that during use of the bd nano pro¿ 4mm pen needle the non patient end is bent after placing onto the pen and there is no insulin flow during injection. This occurred on 6 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: the non patient end bent after placement onto her lantus pen. Finding the flow check to work but not the injection. Removes the needle then injection works.